Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: the current total daily basal deliveries were correct and bolus deliveries were correctly reflected in the daily insulin delivery totals. No insulin delivery interruptions or pump malfunctions observed in the black box download. The pump settings confirmed the iob was set to 3 hours. The pump settings confirmed the insulin to carb ratio was set to 1u:24g. The insulin sensitivity factor was set to 19.0mmol/l. After performing a 10 unit bolus used patient settings performed ezcarb bolus from a test meter for 24 carbs at target bg, the pump accurately calculated 1 unit bolus for the carbs and accurately displayed remaining iob.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.